Event description:
It was reported via repair work order that the side rail was stuck in the lowest position due to broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the side rail would not lock in upright position. Supplemental submitted as the investigation concluded that the siderail was stuck in the lowest position due to broken siderail timing link.

Event description:
It was reported via repair work order that the side rail would not lock in upright position due to broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.